Event description:
It was reported that during a laparoscopic appendectomy procedure, the firing trigger could not be grasped at the 1st firing. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete firing cycle damaged spring cartridge lockout tab. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device reference the instruction for use for more information. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.